Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation. One device was returned for evaluation. During visual inspection a defect was discovered in the packaging seal. A breach test was performed which confirmed the presence of a breach in the sterile barrier. The breach was part of the vendor seal. The complaint is confirmed. The root cause has been attributed to the vendor's manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.